Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm has installed onto a patient fixture test platform (pftp) where sensor check test was found to be failing on the degree-of-freedom 3. Once testing was completed, the pitch search light was applied behavioral analysis tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the pitch search light assembly was found to be the root cause of the reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted pulmonary surgical procedure, an error occurred on universal surgical manipulator (usm) arm 2 due to errors after system power-on. Technical service engineer (tse) reviewed the error log, which indicated the error corresponded to an aca error associated with the affected module. The customer performed a power cycle, but the issue remained. The customer disabled the usm arm. The procedure was continuing with usm arm 3 disabled with no reported injury.